Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was faded and discolored and found contamination under all of the keypad button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a faded and discolored display screen. The pump was examined and found that the keypad was peeling from the ok button to the contrast button and the audio bolus button cover was torn. The keypad and bolus button were tested and were confirmed to be responding normally to presses. The keypad was removed and contamination was observed under all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).